Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2005 including two percutaneous leads. It was reported the pt is not receiving adequate coverage. He attempted to resolve the issue by adjusting stimulation and switching programs but was unsuccessful. Attempts to gather add'l info were unsuccessful. No further info is available at this time.